Event description:
Caller states customer reported low blood glucose symptoms with blood glucose result of 235 mg/dl obtained on the aviva system. Customer was treated with a tube of glucose gel, and her symptoms improved. Requested return of suspect deice, however, customer no longer has the test strips; replacement was sent.